Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Per additional information provided, the site discarded the sureform stapler instrument and reload associated with the alleged incident. Therefore, failure analysis of the products related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the system logs for the sureform 60 stapler associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: a review of the instrument log for the sureform 60 stapler instrument (part #480460-07, lot #t10190327-0019) associated with this event has been performed. The sureform 60 stapler instrument fired six reloads (1 green followed by 5 blue). All firings were completed per the logs without any pauses for compression during the firings. There were no incomplete clamps in the procedure. A review of the submitted image was performed by an isi clinical development engineer (cde). The following additional information was provided: a thorough evaluation of the image could not be provided due to the photo quality. The cde identified fully formed, but not embedded, staples towards the left of the staple line. The transection line appeared to be irregular, but the image quality is too low to say exactly how. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted gastrectomy surgical procedure, the surgeon fired a sureform 60 stapler instrument on stomach tissue with a blue sureform 60 reload installed. As the sureform 60 stapler instrument compressed on tissue and started to fire, the tissue bunched up in the stapler jaws. Although the tissue crumpled, the sureform60 stapler instrument fired through the entire sequence. However, it was observed that the staple line was malformed. As a result, it is believed the patient might have experienced some bleeding. It is unknown what medical intervention, if any, was administered due to the stapling issue and possible bleeding.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the surgeon fired a sureform 60 stapler instrument on stomach tissue with a blue sureform 60 reload. As the sureform 60 stapler instrument compressed on tissue and started to fire, the tissue bunched up in the stapler instrument jaws. Although the tissue crumpled, the sureform 60 stapler instrument fired through the entire sequence. However, it was observed that the staple line was malformed. As a result, it is believed the patient might have experienced some bleeding. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the procedure; however, the surgeon had provided the following information. It was reported that the patient was female. The csr stated that the surgeon had used the sureform 60 stapler instrument during the procedure. On the third or fourth fire, with a blue sureform 60 reload installed, the sureform 60 stapler instrument fired fully. However, the tissue "was crumpled" as the surgeon completed the firing sequence. There was minimal bleeding present. The surgeon oversewed the staple line to prevent a postoperative leak. The csr stated that the sureform 60 stapler instrument had fired up until then with no issues. The csr confirmed the following; there were no clamping issues, no tissue bunching, no compression pauses, no system generated errors, and no buttress material was used. The surgeon completed the rest of the procedure with the same sureform 60 stapler instrument with no further issues. The surgeon thinks that staples in the jaws of the sureform 60 stapler instrument from the previous fires could have caused or contributed to the tissue crumpling. The csr confirmed that both the sureform 60 stapler instrument and the reloads used during the procedure were discarded. There is no video recording of the procedure.